Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, the physician experienced difficulty placing the leg assembly through the patient's left sacrospinous ligament. The physician attempted to place the leg assembly through the tissue several times, but was unsuccessful. Additionally, the leg assembly reportedly tore, although it is unknown which section of the leg assembly tore, and whether it detached. The physician removed the pinnacle device from the patient and completed the procedure with another pinnacle posterior pelvic floor repair kit. There were no complications to the patient, who is reportedly fine and over 18 years of age.